Manufacturer narrative:
The probable root cause is attributed to defective single foot pedal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the single bipolar foot pedal to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they kept getting a message that they could not fire energy. The tse reviewed the logs and found m-12 faults. The tse had the customer check the foot pedals in the drawer for being depressed and they were not. The tse had the customer remove the foot pedal connections from the back of the erbe. They were not able to test it due to them using a covidean valley lab in place of the erbe. The customer would continue the case using the covidean valley lab electrosurgical generator unit (esu). The procedure was completing as planned with no reported injury.